Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit is not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: there was no damage reported to the complaint rt380 breathing circuit. It was reported that the expiratory limb was disconnected from the ventilator after 9 days of use. Conclusion: without the complaint device, we were unable to determine conclusively the cause of the reported event. Rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. If any faults are detected the whole batch is placed on hold for investigation. The user instructions that accompany the rt380 breathing circuit state the following: check all connections are tight before use. Set appropriate ventilator alarms. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A healthcare facility in canada reported to a fisher & paykel healthcare (f&p) field representative an event with rt380 adult dual heated evaqua2 breathing circuit. It was reported that the ventilator alarm went off during treatment and was identified that the alarm was due to the disconnection of expiratory limb of the rt380 breathing circuit from the ventilator. It was also reported that the patient was desaturated and had difficulty recovering. The healthcare facility confirmed that the rt380 breathing circuit was used along with the hamilton g5 ventilator on a paralyzed, sedated and hypoxia patient. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). We are currently attempting to obtain further information from the customer and also to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (f&p) field representative an event with rt380 adult dual heated evaqua2 breathing circuit. It was reported that the ventilator alarm went off during treatment and was identified that the alarm was due to the disconnection of expiratory limb of the rt380 breathing circuit from the ventilator. It was also reported that the patient was desaturated and had difficulty recovering. The healthcare facility confirmed that the rt380 breathing circuit was used along with the hamilton g5 ventilator on a paralyzed, sedated and hypoxia patient. There was no further patient consequence reported.